Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail catheter.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, pre-dilatation of the native valve was performed with a 20mm balloon over a non-medtronic guidewire, and the valve and delivery catheter system were inserted over the guidewire. The valve was deployed at approximately 2-3 millimeters below the annulus, but subsequently dislodged upwards towards the ascending aorta, resting at 1-2 millimeters below the annulus. After deployment, the nosecone of the delivery catheter system was carefully pulled back through the inflow and outflow of the valve. During retrieval of the stiff guidewire, interaction with the outflow of the valve resulted in valve dislodgement, with the valve inflow positioned in the sinus of valsalva. A snare was inserted to reposition the dislodged valve higher towards the aortic arch. Multiple unsuccessful attempts were made to deliver a second valve due to continued interaction with the dislodged valve, despite the snare being held firmly. The implanters decided to implant a 23 mm non-medtronic valve instead, which was able to pass through the dislodged valve and was deployed normally. An aortogram was performed near the dislodged valve to verify patency of the aortic arch vessels. The snare was released, and the dislodged valve remained in place in the ascending aorta close to the aortic arch.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0013044250); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (lot: 0013071651); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.